Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 27th april 2017. Upon receipt, the -ve terminal pogo pin felt less firm than the other pins and did not present a significant resistance when pressed, which indicated the spring within the pin had failed. Although the low battery fails were not replicated during the investigation, measurements taken during the investigation confirmed the failure of the pogo pin. The failed -ve pogo pin had resulted in a poor connection from the device to the pad-pak, leading to voltage fluctuations and the multiple low battery fails beginning on the 4th january 2020. The user would have been alerted with ¿warning, low battery¿ prompts as per the reported fault, alongside a flashing red status led. The measurable fault could not be replicated with a new -ve terminal pogo pin. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event. A low battery prompt was heard.